Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ¿ES - Station Not Powering On (RSS Offline)¿ was confirmed during Field Service Engineer (FSE)testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order 02286665, the FSE reported that the auxiliary full-height (FH) drawer PCBA controller module was causing all drawers to go off bus. Upon inspection, the module exhibited thermal residue. The FSE replaced the board (P/N 151903-01), rebooted the system, performed firmware updates, and tested the unit in Hardware Test Application (HTA). During DCHU Visual Inspection P/N 151903-01: was received with thermal damage on components U300, C301, C302 and C300. During DCHU Testing P/N 151903-01: the testing from DCHU was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause was identified as thermal damage to components (U300, C301, C302 and C300) on the Full Height Cubie PMC (P/N: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the Cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, station BHN was not powering on for the past four hours, customer had performed hard reboot and switched power outlets, but issue still persists and went offline on Remote Support Service.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.As per part investigation, it was that determined that thermal damage to components (U300, C301, C302 and C300) on the Full Height Cubie PMC (P/N: 151903-01) circuit board resulting from an electrical failureThere were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 07-APR-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION WAS NOT POWERING ON. A FIELD SERVICE ENGINEER VERIFIED THE ISSUE AND CONFIRMED THAT THE AUXILIARY FULL HEIGHT DRAWER PRINTED CIRCUIT BOARD ASSEMBLY (PCBA) CONTROLLER MODULE WAS CAUSING ALL DRAWERS TO GO OFF BUS. UPON INSPECTION, THERMAL RESIDUE WAS FOUND ON THE PCBA CONTROLLER MODULE. THE BOARD WAS REPLACED, THE SYSTEM REBOOTED, AND FIRMWARE UPDATES WERE APPLIED. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, STATION BHN WAS NOT POWERING ON FOR THE PAST FOUR HOURS, CUSTOMER HAD PERFORMED HARD REBOOT AND SWITCHED POWER OUTLETS, BUT ISSUE STILL PERSISTS AND WENT OFFLINE ON REMOTE SUPPORT SERVICE. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION WHICH CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.